Event description:
Upon standing (the company representative who was in touch with the user believes it was the second sit to stand during the session), the left hand (lh) front knee bracket (fkb) cracked and the device returned to sit position. The user went to the hospital and was diagnosed with broken leg (right leg).